Event description:
There was an allegation of a questionable calcium gen.2 result from the cobas 8000 cobas c 502 module. The initial result was 65.51 mg/l, and the repeat result was 92.75 mg/l.

Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Both qc and calibration were passing before the event occurred; therefore, a general reagent issue is not present. The investigation determined that there was no product issue found.